Event description:
It was reported the atrial lead had dislodged. The lead was removed and a new lead was implanted. It was noted the patient had become presyncopal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2013 (B)(6). (B)(4).